Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized on (B)(6) 2018 at 7:30 am due to a high blood glucose of 513 mg/dl. The customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. The customer's parent reported that the insulin pump had a failed battery test alarm leading to the hospitalization. Troubleshooting was provided. The insulin pump will not be returned for analysis. Frn-reservoir.